Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained of a sharp shock in the vicinity of the ins battery which was in the left flank and travelled down to the left knee posterior. This sensation happened many times, and began on (B)(6) 2019. Impedance was tested, and electrodes 11 and 15 showed 20 ohms; everything else was within normal range. The healthcare professional was advised to removed 11 and 15 from programming.